Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also had an unresponsive keypad. The customer's blood glucose was 437 mg/dl. She stated that she had entered a pool with the insulin pump on and exposed the device to water. She noted that the insulin pump alarmed missed bolus reminder. She observed moisture under the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No keypad anomaly was noted. A component on the liquid crystal display board was inspected, and no anomaly was noted; however moisture damage was found on the electronic assembly. Moisture damage was also found on the motor assembly. The unit functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump was received with a minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.